Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 475 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod failed to adhere and the cannula had become dislodged from the pod infusion site, (leg). In addition the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed with the adhesive pad separated from the bottom housing. No damages or defects were observed on either the adhesive pad or the adhesive pad welds. During the investigation, the soft cannula measured the correct full length according to specification and did not appear damaged. The device was leak tested and no leak was found. No problems were found with the pod during investigation that would cause a leak during wear. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be conclusively determined.